Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis as well as hyperglycemia. The customer¿s blood glucose level was 555 mg/dl. Customer stated that they had frustration with device and reports they was in diabetic ketoacidosis and blaming insulin pump for it. The insulin pump will not be returned for analysis.